Event description:
The event is reported as: the first two clips did not close properly. No patient injury reported.

Manufacturer narrative:
The device sample is reported as available for evaluation. The device sample was not received at the time of this report. The results of the investigation are not available at the time of this report. Note: a second MDR will be completed to reflect the alleged malfunction of a second clip.